Event description:
Boston scientific received information that the right ventricular (rv) lead and defibrillator exhibited several high out of range pacing impedance measurements. The clinician contacted boston scientific technical services (ts) and noted that all other measurements were within range and stable. Ts discussed the option of bringing the patient in for evaluation and isometrics. No adverse patient effects were reported. The device and lead remain implanted in the patient.

Event description:
Additional information was received from a medical personnel that along with continued high out of range pacing impedance measurements the patient is now reporting hearing tones. Boston scientific technical services (ts) was consulted and it was discovered that the patient is wearing a necklace that has a magnet. Ts discussed that magnet application can cause the device to emit tones. Ts also noted that they should bring the patient in for evaluation to rule out any other possible reasons for the tones. The field representative will attempt to obtain additional information from the clinic. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the office where it was confirmed that the tones were from the device and being caused by the magnet in the patient's necklace. Interrogation did not reveal any further issues and no pacing inhibition was noted. The patient was advised not to wear the necklace. The device remains in service.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).